Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the patient's device was no longer functioning. The patient's ci device was explanted.